Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the dilator for the steerable guide catheter (sgc) (40812r3076) was unable to be flushed. Therefore, the dilator was not used and was replaced. This was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted leaflets. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 2+. No additional clips were implanted. It was noted that a tear in the septum occurred. Therefore, a atrial septal defect device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an atrial septal defect device was implanted.

Event description:
It was reported that during preparation, the dilator for the steerable guide catheter (sgc) (40812r3076) was unable to be flushed. Therefore, the dilator was not used and was replaced. This was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted leaflets. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 2+. No additional clips were implanted. It was noted that a tear in the septum occurred. Therefore, a atrial septal defect device was implanted. There was no clinically significant delay in the procedure.